Event description:
On (B)(6) 2011 customer reported a leak at the secondary probe of the lh500 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a hole in the tubing through pv49. Fse replaced the tubing and verified the repairs per the established procedures.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).